Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix was noted to be bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.